Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated competitive right ventricular (rv) lead recorded a high, out-of-range shock impedance measurement. A red alert was issued in the patient's remote monitoring system due to the out-of-range measurement. It was noted that the patient had undergone an ablation procedure about 12 days before the high measurement was recorded, and no device issues were reported at the patient's pre-discharge device check. No adverse patient effects were reported.

Manufacturer narrative:
The field representative confirmed that the high, out-of-range shock impedance measurements were a known issue for this patient and the clinic was continuing to monitor the issue with increased remote follow-ups. The device and the competitive rv lead remain in service. This investigation will be updated should further information be provided.